Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported event was confirmed. In addition, the bending section cover was leaking due to a cut. In addition, the scope had no image due to a heavy fluid invasion at the body control unit and scope connectors. The advanced diagnostics in the control body & scope connector had fluid inside and dry corrosion after aeration and dry. Bending section was dented, failed electrical continuity test, and charged coupled device shrink tube had a tear. The bending section cover glue was chipped, one of the light guide lens had moisture, distal end plastic cover and insertion tube had scratches + failed ring gauge. The upward/downward angulation control knob had low angulation, and labels were peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was air/water leakage on the bronchovideoscope. The issue occurred during a diagnostic bronchoscopy procedure, the procedure was completed with the same equipment. There was no delay and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the leakage could cause the no image due abnormal electrical continuity of the device due to water invasion, breakage of image sensor unit, etc. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the issue was found during reprocessing.